Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump displayed a button error. Patient's blood glucose level is 68mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.